Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 8332958 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd luer-lok¿ syringe leaked past the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "threaded syringe, 60ml, batch 8332958, showed leakage from the plunger when used."